Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the fractured leads, high impedances, and return of tremors was unknown and it is unknown if the event is resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0kq70, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead product ID: 3387s-40, lot# va0kq70, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va0kq70, (B)(6), (B)(4); product ID: 3387s-40, serial/lot #: va0kq70, (B)(6), (B)(4), date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a revision. The rep indicated the healthcare provider did a revision due to elevated impedances, which ranged from 4-6k ohms on both leads. The rep stated that the patient felt tightness in her neck and then it went away, and that is when the patient noticed a return of tremor symptoms. The healthcare provider tested the extensions first and eventually tested the lead and noticed lead fractures on both leads. The healthcare provider cut 3-4 inches of the lead portion of what was fractured and will be sent back for analysis. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Analysis of both leads (both have the same lot # va0kq70) found that the lead body conductor was broken within 10 cm of connector area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the event is not yet resolved, the patient is having the leads replaced on (B)(6). No cause was determined. The rep noted that the leads appeared to be fractured near the extension connections.